Event description:
Reporter indicated that vns patient was being treated for an infection. The pateint reportedly thought they had a pimple, but when patient pulled on it, a 3-inch strand (greenish in color) came out. The patient was prescribed antibiotics and is reportedly doing well.